Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous distal left circumflex (lcx) artery. An unspecified stent was implanted in proximal end of lcx. A 24 x 2.75mm promus premier¿ stent was advanced to treat the lesion, however, the device came into contact with the previously implanted stent and was unable to cross the lesion. The physician then removed the device to perform additional plain old balloon angioplasty (poba) and it was noted that the proximal edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).